Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 2000 ohms. In addition, there was oversensing of noise signals on the ra channel causing inappropriate storage of atrial tachy response (atr) episodes. According to the health care professional (hcp), the ra lead issues have been ongoing. Technical services (ts) was consulted regarding the number of atr episodes stored. At this time, the ra lead remains in service. No adverse patient effects were reported.